Event description:
It was reported that the customer received a failed battery test, a low battery alarm, low reservoir alarms, and a weak battery alarm. His blood glucose level was not reported. The battery did not last more than one week. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.